Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site based on the size of the reported discrepancy. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. The customer centrifuged the tube before the repeat testing. The initial sodium result was 156.8 mmol/l and the repeat result was 138.5 mmol/l. The initial chloride result was 115.5 mmol/l and the repeat result was 101.2 mmol/l. The initial potassium result was 5.20 mmol/l and the repeat result was 4.60 mmol/l. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The customer performed cleanings of the ise path and sample probe and replaced the reference electrode and ise reagents. They found crystallization on the electrode compartment. The investigation is ongoing.